Manufacturer narrative:
H.6 returned product analysis confirmed slow deflation and revealed a kink in the shaft. The kink may have restricted flow of fluid to and from the balloon. The cause of the shaft damage or when it occurred could not be determined.

Event description:
During a ptca procedure, the balloon would not deflate. A 20 cc syringe was used to deflate the balloon enough for removal without incident. No pt injuries or complications occurred.